Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), rash ("skin rash"), autoimmune disorder (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, rash, autoimmune disorder and fatigue outcome was unknown. The reporter considered autoimmune disorder, fatigue, migraine, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and colitis ulcerative ("autoimmune issues / autoimmune disorder type of disorder: ulcerative colitis") in a 24-year-old female patient who had essure (batch no. R 753645, l 12441794) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, chest pain, multiple allergies and low back pain. Previously administered products included for birth control: mirena iud; for prevent pregnancy: birth control pill. Concurrent conditions included nausea, ovarian cyst, constipation, diarrhea, libido decreased, vomiting, dyspareunia, menometrorrhagia and fibromyalgia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2012 and mesalazine (canasa) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced migraine ("migraines"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and headache ("headaches"). In 2012, the patient experienced rash ("skin rash / rashes or skin conditions type: random rashes"), tooth disorder ("dental problems") and alopecia ("hair loss"). In 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain / gain of +60 lbs"). In (B)(6) 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone levels low"). On an unknown date, the patient experienced uterine cervical pain ("cervix pain"), abdominal pain lower ("lower stomach pain / lower right abdomen"), dysmenorrhoea ("painful menstrual cycles / painful periods"), neck pain ("cervical pain") and menstruation irregular ("irregular periods"). The patient was treated with antibiotics, probiotics [umbrella term], rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one sid)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, colitis ulcerative, rash, fatigue, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, headache, tooth disorder, weight increased, alopecia, back pain, uterine cervical pain, abdominal pain lower and menstruation irregular outcome was unknown and the migraine, abdominal pain, dysmenorrhoea and neck pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, colitis ulcerative, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, neck pain, pelvic pain, rash, tooth disorder, urinary tract infection, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2015 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, back pain, neck pain, vaginal haemorrhage, migraine, dysmenorrhoea, pelvic pain. Expiration dates-left side- (B)(6) 2013 and right side- (B)(6) 2013 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: hormone levels low, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, autoimmune disorder type of disorder: ulcerative colitis, headaches, dental problems, weight gain / loss specify which one: weight gain, hair loss, back pain, abdominal pain, cervix pain, lower stomach pain, painful menstrual cycles, cervical pain, irregular periods. Event autoimmune disorder updated to colitis ulcerative. Outcome of event migraine were updated. Treatment and concomitant drug, medical history, historical drug, reporter information were added. Onset date of event pelvic pain, migraines were updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and colitis ulcerative ("autoimmune issues / autoimmune disorder type of disorder: ulcerative colitis") in a 24-year-old female patient who had essure (batch no. 753645,12441794-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, chest pain, multiple allergies and low back pain. Previously administered products included for birth control: mirena iud; for prevent pregnancy: birth control pill. Concurrent conditions included nausea, ovarian cyst, constipation, diarrhea, libido decreased, vomiting, dyspareunia, menometrorrhagia and fibromyalgia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2012 and mesalazine (canasa) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced migraine ("migraines"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and headache ("headaches"). In 2012, the patient experienced rash ("skin rash / rashes or skin conditions type: random rashes"), tooth disorder ("dental problems") and alopecia ("hair loss"). In 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain / gain of +60 lbs"). In (B)(6) 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone levels low"). On an unknown date, the patient experienced uterine cervical pain ("cervix pain"), abdominal pain lower ("lower stomach pain / lower right abdomen"), dysmenorrhoea ("painful menstrual cycles / painful periods"), neck pain ("cervical pain") and menstruation irregular ("irregular periods"). The patient was treated with antibiotics, probiotics [umbrella term], rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one sid)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, colitis ulcerative, rash, fatigue, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, headache, tooth disorder, weight increased, alopecia, back pain, uterine cervical pain, abdominal pain lower and menstruation irregular outcome was unknown and the migraine, abdominal pain, dysmenorrhoea and neck pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, colitis ulcerative, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, neck pain, pelvic pain, rash, tooth disorder, urinary tract infection, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2015 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, back pain, neck pain, vaginal haemorrhage, migraine, dysmenorrhoea, pelvic pain. Expiration dates-left side- (B)(6) 2013 and right side- (B)(6) 2013 lot number: 12441794 is invalid. Lot number: 753645 manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), rash ("skin rash") and fatigue ("fatigue"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, migraine, rash and fatigue outcome was unknown. The reporter considered autoimmune disorder, fatigue, migraine, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and colitis ulcerative ("autoimmune issues / autoimmune disorder type of disorder: ulcerative colitis") in a 24-year-old female patient who had essure (batch no. 753645,12441794) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, chest pain, multiple allergies and low back pain. Previously administered products included for birth control: mirena iud; for prevent pregnancy: birth control pill. Concurrent conditions included nausea, ovarian cyst, constipation, diarrhea, libido decreased, vomiting, dyspareunia, menometrorrhagia and fibromyalgia. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2012 and mesalazine (canasa) since april 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced migraine ("migraines"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and headache ("headaches"). In 2012, the patient experienced rash ("skin rash / rashes or skin conditions type: random rashes"), tooth disorder ("dental problems") and alopecia ("hair loss"). In 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain / gain of +60 lbs"). In april 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). In november 2017, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone levels low"). On an unknown date, the patient experienced uterine cervical pain ("cervix pain"), abdominal pain lower ("lower stomach pain / lower right abdomen"), dysmenorrhoea ("painful menstrual cycles / painful periods"), neck pain ("cervical pain") and menstruation irregular ("irregular periods"). The patient was treated with antibiotics, probiotics [umbrella term], rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one sid)). Essure was removed on 14-feb-2018. At the time of the report, the pelvic pain, colitis ulcerative, rash, fatigue, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, headache, tooth disorder, weight increased, alopecia, back pain, uterine cervical pain, abdominal pain lower and menstruation irregular outcome was unknown and the migraine, abdominal pain, dysmenorrhoea and neck pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, colitis ulcerative, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, neck pain, pelvic pain, rash, tooth disorder, urinary tract infection, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal(B)(6) 2015 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, back pain, neck pain, vaginal haemorrhage, migraine, dysmenorrhoea, pelvic pain. Expiration dates-left side- june 2013 and right side- march 2013 lot number: 753645 manufacture date: 2010-06 expiration date: 2013-06. Lot number: 12441794 manufacture date: 2010- 06 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.